Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Based on the clinical review of the information available the shortness of breath and edema was likely related to the fluid overload. The fluid overload was likely related to the peritoneal dialysis with fresenius products.

Event description:
Peritoneal dialysis patient called in with a complaint that there was a ¿patient line blocked¿ message on the screen during peritoneal dialysis treatment. The patient had been utilizing peritoneal dialysis for three days. The peritoneal dialysis patient¿s wife reported that the patient was experiencing edema and shortness of breath. The peritoneal dialysis (pd) nurse confirmed that the patient had fluid overload on (B)(6) 2017 and recovered from the event. The patient¿s wife stated that the bilateral lower extremity edema and shortness of breath resolved following the use of a stronger peritoneal dialysis solution. The patient was instructed on the signs and symptoms of hypo and hypervolemia and when to call the nurse. The patient was not hospitalized for the event.